Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a possible reportable malfunction. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the axium prime coil and was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. The catheter used during the event was not returned. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: in addition, the model and lot numbers for the catheter used during the event were not provided. Therefore, compatibility could not be assessed. No bends or kinks were found with the axium prime coil pushwire. The axium prime coil was found to be broken and not returned. Testing/analysis: the axium prime coil tip od (outer diameter) was unable to be measured as the implant coil was not returned. The ID (inner diameter) of the introducer sheath was unable to be measured as it was not returned. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed as the introducer sheath and implant coil were not returned. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. There was no indication that the event was related to a potential manufacturing issue, so a device history record review is not required. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath hub¿ could not be confirmed and the root cause could not be determined as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil could not be pushed into the microcatheter. The axium and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured a1 segment aneurysm with a max diameter of 3mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Additional information was received that during preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. It was noted that coil resistance occurred at the catheter hub.